Manufacturer narrative:
Multiple attempts were made to coordinate the return of the device. We were unable to confirm the status of the device along with the battery used during the event with the customer. However, the clinical file from the event was retrieved and, shows that the device was powered on with battery only. Several observations in the log suggest that the battery was a factor, especially since the device was able to charge and discharge at 150j prior to encountering an issue attempting to charge to 200j. No discrepancies noted in the log aside from a charge timeout message. No indication that a replacement battery was attempted during the event. Investigation using the log concluded this as observed in device log - recoverable. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defib testing on an analyzer, bench handling, and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical file shows that the device was powered on with battery only. Several observations in the log suggest that the battery was a factor, especially since the device was able to charge and discharge at 150j prior to encountering an issue attempting to charge to 200j. No discrepancies noted in the log aside from a charge timeout message. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device experienced a defib charge timeout. Complainant indicated that the patient subsequently expired.